Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure the collimator failed and table movement stopped. Staff moved the pt to another room where procedure was completed without further incident. Staff provided no pt or procedural info other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) troubleshoot report of collimator error which caused, as a safety over ride, the table not to move. Fse replaced the systems collimator assembly. Upon completion, the system tested good in accordance with collimators install and service manual 710951. Fse completed hut service checklist qssrwi4.1. System was returned to full service by customer.